Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. The target lesion was located in the moderately tortuous internal iliac artery. An 8mm x 20cm interlock¿-35 was the sixth coil used. During the procedure, after approach was performed using guiding sheath from contralateral, imager ii was used to reach the lesion. Then, it was noted that the interlocking arm of the coil detached from the interlocking arm of the pusher wire inside the angiographic catheter. Furthermore, it was also noted that the coil protruded from the tip of the contrast catheter upon removal. The procedure was completed with a different device. No patient complications were reported.